Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 -2.75d implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Excessive vault was observed. Lens was intraoperatively implanted, removed and replaced with a shorter length lens and problem was resolved. Reportedly, "after replacing the crystal, the arch height returned to normal." Cause of event was reported as unknown.